Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the maryland bipolar forceps instrument did not coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no energy was delivered. The cable was "ok". There was no sign of thermal damage nor melting. No physical damage was visible on the instrument and there was no material missing or detached from the portion of the device that enters the patient¿s body. There was no allegation of an unclamping failure while the instrument was gripping tissue. No issues related to non-intuitive or uncontrolled motion. Another instrument was provided to complete the procedure. There was no harm to the patient. Although the procedures are recorded, the professional was unable to specify the time code in the video.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.